Event description:
Pt presented to treating physician with marked swelling, and edema of the palate area 7 days post somnoplasty of the palate and base of tongue procedure. The treating physician was concerned about possible infection and potential abscess in the palate. The physician noted very little swelling or discomfort in the base of tongue area. The pt had a CT scan and the only finding was "enhanced" rim of th palatal region. The wbc count at this time was 23,000/cu mm. The physician tried to aspirate that palate but was not able to aspirate any fluids or purulent material. Based on this the physician stated he did not feel that there was an abscess present. The pt was admitted for observation in 2000, placed on IV steroids and antibiotics for control of the swelling and possible infectious process. Description of procedure/treatment combined palate/base of tongue was performed in the or in 2000. Treatment guidelines: palate midline - 1 (approx 650j) rt lateral - 2 (approx 350j/lesion) lt lateral - 2 (approx 350j/lesion) pt was kept overnight for observation, standard medical treatment included steroids, and antibiotics. Pt was released next day with no complications. Physician & sales rep stated that the devices functioned appropriately and no issues were noted during the treatment.